Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer can no longer charge the pump because there is material that has broken off in the charging port. The customer stated they were unable to remove the debris. Customer reported blood glucose level is 90 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.